Event description:
Patient: 70s age. Patient skin type: IV. Treatment date: on (B)(6) 2025. Treatment performed by: nurse. Treatment details: full-face treatment. Filter: 590. Fluence: 9 j/cm². Pulse width: 20 msec. Cooling: 15°c. Adapter: 15×15. Shots: 155. Spot treatment for pigmented lesions. Filter: 560. Fluence: initially 11 j. Pulse width: 15-20 msec. Due to patient-reported pain, fluence was reduced to 10 j during the procedure. Total spot treatment shots: 52. Adverse event description: it was reported that immediately after the procedure, intense "popping" responses were observed on the heavily pigmented lesions treated with the 560 filter. Those areas became noticeably darker, and blister formation occurred. The patient was prescribed dexamethasone propionate 0.1% (mesaderm 0.1%), but no follow-up visit has taken place to date. The previous treatment on (B)(6) 2025, used the same parameters. After that session, the patient reported increased pigmentation. The cause was presumed to be post-treatment sun exposure and/or friction, resulting in pih (post-inflammatory hyperpigmentation).

Manufacturer narrative:
Follow-up 1: new information received notes that the patient returned for a follow-up consultation. The patient condition is improving, and matter is considered resolved.

Manufacturer narrative:
The sciton clinical specialist explained to the clinic that the increased uv exposure during this season may have contributed to a heightened skin reaction due to possible tanning. On (B)(6) 2025: sciton clinical specialist followed up with the clinic, and it was reported that the patient has not returned for a consultation. The clinic informed the patient that a follow-up visit is not necessary unless the symptoms worsen. They also mentioned that they have not received any further calls or inquiries from the patient.

Event description:
Patient: 70's age, patient skin type: IV, treatment date: (B)(6) 2025, treatment performed by: nurse. Treatment details: full-face treatment. Filter: 590. Fluence: 9 j/cm². Pulse width: 20 msec. Cooling: 15°c. Adapter: 15×15. Shots: 155. Spot treatment for pigmented lesions. Filter: 560. Fluence: initially 11 j. Pulse width: 15-20 msec. Due to patient-reported pain, fluence was reduced to 10 j during the procedure. Total spot treatment shots: 52. Adverse event description: it was reported that immediately after the procedure, intense "popping" responses were observed on the heavily pigmented lesions treated with the 560 filter. Those areas became noticeably darker, and blister formation occurred. The patient was prescribed dexamethasone propionate 0.1% (mesaderm 0.1%), but no follow-up visit has taken place to date. The previous treatment on (B)(6) 2025, used the same parameters. After that session, the patient reported increased pigmentation. The cause was presumed to be post-treatment sun exposure and/or friction, resulting in pih (post-inflammatory hyperpigmentation).